Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/23/2025 h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One dispensed suture and one needle outside the foil packet was received for analysis. Product code vcp493h. One photo was provided, and it showed a foil packet, one detached needle and one suture. The swage and attachment area were noted as expected during the visual inspection of needles. The barrel hole of needles was examined under magnification and remnant suture was noted. The sutures were examined, and the ends were observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.